Event description:
Consumer reported complaint for high blood glucose test results. Girlfriend is calling on behalf of the customer. Girlfriend stated that customer is judging his dosage of insulin based on the blood glucose test results obtained; actual results of concern were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected blood glucose test result ranges are: am fasting 101mg/dl, before lunch 101-113mg/dl and before dinner 105-108mg/dl. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room and bedroom. The test strip lot manufacturer¿s expiration date is 02/2/2023 and open vial date is one month. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 27-jan-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated initial concern has been resolved

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.